Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of device dislocation ("still in tube,just moved to the ovary end of its so they couldnit find it on ultrasoound."), pelvic pain ("pelvic pain") and genital haemorrhage ("heavy abnormal bleeding") in a 34-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "plaintiff denies undergoing an essure confirmation test". The patient's concurrent conditions included body mass index normal and cyst. Concomitant products included biotin and ibuprofen (advil). On (B)(6) 2013, the patient had essure inserted. In 2013, the patient experienced anxiety ("psychological or psychiatric problems: anxiety"). In (B)(6) 2013, the patient experienced vaginal discharge ("vaginal discharge"), fatigue ("fatigue") and weight increased ("weight gain loss (specify which one weight gain)"). In 2014, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), rash ("rashes or skin conditions: rashes"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)") and alopecia ("hair loss"). In 2015, the patient experienced migraine ("migraines"), headache ("headaches"), nausea ("nausea") and tooth disorder ("dental problems"). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), abdominal pain ("abdominal pain"), vulvovaginal pain ("vaginal pain"), abdominal pain lower ("severe cramping"), menorrhagia ("menorrhagia"), breast pain ("breast pain") and feeling abnormal ("brain fog"). On (B)(6) 2016 she underwent hysterectomy,salpingectomy, and cystoscopy). Essure was removed on (B)(6) 2016. At the time of the report, the device dislocation, menorrhagia, anxiety, rash, tooth disorder, vaginal discharge and weight increased outcome was unknown, the pelvic pain, genital haemorrhage, abdominal pain, vulvovaginal pain, abdominal pain lower, migraine, headache, nausea, dysmenorrhoea, dyspareunia, fatigue, alopecia and breast pain was resolving and the vaginal haemorrhage and feeling abnormal had resolved. The reporter considered abdominal pain, abdominal pain lower, alopecia, anxiety, breast pain, device dislocation, dysmenorrhoea, dyspareunia, fatigue, feeling abnormal, genital haemorrhage, headache, menorrhagia, migraine, nausea, pelvic pain, rash, tooth disorder, vaginal discharge, vaginal haemorrhage, vulvovaginal pain and weight increased to be related to essure. The reporter commented: current weight 139 lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 23.9 kg/sqm. Concerning the injuries reported in this case, the following one/ones reported via social media : device dislocation,brain fog. Most recent follow-up information incorporated above includes: on 30-jul-2018: pfs received. Her demographic was added. Essure indication was amended. Following event: abnormal bleeding (vaginal), menorrhagia, psychological or psychiatric problems: anxiety, rashes or skin conditions: rashes, migraines, headaches, nausea, dental problems, dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), vaginal discharge, fatigue, weight gain loss (specify which one weight gain), hair loss, breast pain, plaintiff denies undergoing an essure confirmation test. On 31-jul-2018: social media received. Added event as per social media device dislocation,brain fog. Incident: no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") and genital haemorrhage ("heavy abnormal bleeding") in a female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), abdominal pain ("abdominal pain"), vulvovaginal pain ("vaginal pain") and abdominal pain lower ("severe cramping"). The patient was treated with surgery (undergo one or more surgeries to remove one or more of the essure coils.). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, genital haemorrhage, abdominal pain, vulvovaginal pain and abdominal pain lower outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, genital haemorrhage, pelvic pain and vulvovaginal pain to be related to essure. Incident: no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.